Event description:
It was reported the patient had a low heart rate, ventricular escape rhythm in the mid thirties, and there was loss of capture through the ventricular lead. It was further reported there was high right ventricular lead impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2009; 4968 implantable pacing lead, implanted (B)(6) 2011. (B)(4).